Manufacturer narrative:
(B)(4): evaluation results: evaluation for the returned product shows when tested with new batteries the alarm did not sound when the magnet is detached from the magnet plate. The alarm did not respond while the tone selector is pressed. The alarm case shows no visible damage. (B)(4).

Event description:
Customer claims that the alarm will not sound when the magnet is detached from the alarm. Customer is not sure if the alarm has power. The batteries were replaced with a new supply. The alarm door is not missing and there is no visible damage to the alarm. There was no pt incident or injury reported.